Manufacturer narrative:
Per the pump user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer inadvertently entered a value of 10 units of insulin instead of 10 grams of carbohydrates when delivering a bolus. The customer went to the emergency room and was subsequently hospitalized. Customer administered a glucagon injection prior to going to the ER. While hospitalized, treatment was administered through intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.